Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions d17: appropriate code/term not available. For ¿false claim¿ and ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim, withdrawn complaint and no problem detected. Previous patient codes (B)(6): "mesh failure.") Were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2003 through (B)(6) 2018 and not all records received in this time span are relevant to the two gore® dualmesh® biomaterial devices. Records from (B)(6) 2007 through (B)(6) 2009 were not provided. Patient information: medical history: multiple incisional hernia with enterocutaneous fistula diabetes mellitus ¿ type ii asthma fibromyalgia chronic abdominal pain gastroesophageal reflux disease leukemia uterine cancer obesity (B)(6) 2007: ¿morbidly obese¿ prior surgical procedures: appendectomy [unknown date] cholecystectomy [unknown date] ¿4 incisional hernia repairs, abdominoplasty and apparently 17 different abdominal operations for complications associated with incisional hernias¿ [unknown dates] ¿approximately 19 surgeries for her intestinal malrotation¿ [unknown dates] 2000: hysterectomy implant preoperative complaints: (B)(6) 2007: ¿the patient is a 37-year-old caucasian woman status post at least 4 incision hernia repairs and then abdominoplasty with a very complex history of apparently an enterocutaneous fistula and apparently 17 different abdominal operations for complications associated with incisional hernias. She also has a history of a seizure disorder, but fortunately she had been cleared by her neurologist for surgery. I had admitted her 2 days ago from the clinic because her nausea and vomiting became quite a bit worse over the past few weeks to where she was vomiting 4 times a day, presumably related to this incarcerated recurrent incisional hernia. She is also morbidly obese. We observed her and got her started on tpn. Fortunately, her nutrition was reasonably adequate as she had a prealbumin of 15 and an albumin of 3.5. Therefore, we opted, under these circumstances, with a fear of bowel obstruction to take her to the operating room somewhat in an urgent fashion for this repair.¿ implant #1 and #2 procedure: exploratory laparotomy with repair of multiply [sic] recurrent incarcerated incisional hernia with mesh, (modified wantz-stoppa repair). #1: gore® dualmesh® biomaterial, 04503309/1dlmc06, 18cm x 24cm x 1mm thick #2: gore® dualmesh® biomaterial, 04721348/1dlmc06, 18cm x 24cm x 1mm thick implant #1 and #2 date: (B)(6) 2007 description of hernia being treated: ¿I then made a very long midline incision with the plan of getting into her abdomen in the midepigastric area, as she had approximately 10 cm of what was judged to be normal fascia above the hernia at this location. With careful retraction using kochers and careful enter through the tissue in a layer-by-layer fashion, I was able to enter the peritoneal cavity in this midepigastric area and to lyse adhesions in a very careful sharp fracture. The falciform ligament was adherent to this midepigastric area, and this was divided between clamps. Some omental attachments were divided using electrocautery. With careful finger palpation, we could get into the neck of the hernia itself from the cephalad direction, from the intraperitoneal location, and divide the fascia that was incarcerating the hernia contents. Hernia contents were seen to be colon and small bowel. We also took note that she had probably had a ladd¿s procedure, because her cecum was in fact free floating and in the midabdomen, and her right colon was not fixated to the right retroperitoneum. She has a history of some sort of malrotation. We continued our lysis of adhesions which was relatively difficult, but with sequential tension, counter tension, and sharp dissection techniques, we were able to free up the entire area of adhesion, well into her lower abdomen where the bulk of the hernia had been in the midabdominal area. We had evidence that she had some sort of mesh, as we entered essentially an old seroma cavity with a very glistening-type lining that ran from approximately her midabdomen down to her lower abdomen. In fact, when we first entered this cavity, I was worried that it could have been urinary bladder, but we palpated the foley balloon to confirm that we were in fact well anterior and well cephalad to that area of the urinary bladder. We subsequently excised this entire area of mesh and seroma in her lower abdominal area. She had very good musculature that had retracted back laterally to some extent. We continued our lysis of adhesions into the pelvis to free up her urinary bladder from the anterior abdominal wall which was done relatively easily. We cleared all fascia for well over 10 to 15 cm in all directions, and this fortunately was not overly difficult. We then inspected her bowel as much as we could and again confirmed that it in fact looked like she had had a ladd¿s procedure, as her colon was laying in the left half of the abdomen, and her small bowel was lying in the right half of the abdomen. We did free up several bands that looked concerning for high risk for future development of a small-bowel obstruction. However, she did not have any transition point nor did she have dilated bowel indicative of acute small-bowel obstruction at this point. Therefore, we left numerous chronically adherent areas intact for fear of causing injury or preventing us from doing a permanent mesh repair on our incisional hernia. We then looked at our defect which was essentially from the xiphoid process all the way down to about 10-cm cephalad to her pubic bone. This most caudal extent of the incision allowed us to leave the fascia intact, although some of this fascia was in fact attenuated.¿ implant size and fixation: ¿we opted for gore-tex dualmesh in an 18 x 24-cm configuration, using the 24-cm width of this mesh to go in a side-to-side direction, and anchoring 0 ethibond sutures to the mesh at approximately 4-cm intervals. We then used a fascia-closure device through separate stab incisions and anchored 3 sutures on the pubic bone itself into the periosteum and then circumferentially back at least 8 to 10 if not 15 cm back from the fascial edge to create a very nice wantz-stoppa-type of intraperitoneal repair using the gore-tex mesh. We then sutured a second piece of gore-tex mesh to the first piece, again with the 24-cm width going in a side-to-side fashion. This was not quite halfway up our defect. We again proceeded with 0 ethibond transfascial suture fixation through separate stab incisions, almost as far laterally as we could get, so that the mesh lay out in quite a nice, smooth configuration. We then approximated the costal margins with our mesh and decided to place sutures from the intraperitoneal location above the costal margin, tacking the mesh to the peritoneum and in fact to the diaphragmatic surface, as we were up this high in the patient¿s abdomen. The most top part of our gore-tex mesh still left a few centimeters of incision up by the xiphoid process in an unreinforced fashion. We then opted to place a piece of 10 x 15 cm parietex with an antiadhesive collagen barrier on the inner surface. We had taken down the falciform ligament high upon the diaphragm to afford mesh overlap in a cephalad fashion. We sutured the parietex mesh to the top edge of the gor-tex [sic] mesh with the 15-cm width going in a side-to-side fashion. These mesh pieces were sutured with 0 ethibond in a running fashion with 2 sutures per junction. We then anchored 3 sutures to the diaphragm to anchor the parietex mesh in an appropriate cephalad location. Again, when all the sutures were tied, we had a very nice, smooth, taut layout of the mesh. We then went around the circumference and saw about 3 locations on both sides that required additional suture fixation to prevent bowel herniation between fixation sutures of the mesh. These were done without difficulty. We also placed a couple of extra anchoring sutures about 5 cm back from the fascial edge in the left and right subcostal areas to anchor the mesh to the full thickness of abdominal wall musculature. We thus had an excellent repair afforded and decided we would reapproximate the midline fascia with #1 pds suture, starting 1 suture in the lower abdomen and starting 1 in the upper abdomen. We were able to close all but about 10 cm of her midline fascia before the tension become relatively significant, and we did not want to create high intraabdominal pressures. Therefore, we left approximately a 10 x 10-cm area in her central abdomen with the mesh exposed and without the overlying fascia reapproximated. We excised the wedge of skin and subcutaneous fat on the right side of the flap which contained a large amount of the hernia sac. We then irrigated the wound and verified excellent hemostasis. The wound was then closed in 3 layers with 2 layers of vicryl running subcutaneous close and then skin staples to complete the closure. ¿ no post-operative records were provided. Relevant medical information: (B)(6) 2009: multiple recurrent incisional hernia repair with mesh via open approach ¿the patient is a 39-year-old caucasian female who had undergone some 17 prior abdominal operations for a hernia with apparent complications including intracutaneous fistula. On 03/04/2007, I performed a 6-hour very complex multiply recurrent incisional hernia repair and implanted 2 pieces of 18-x 24-cm gore-tex dual mesh oriented horizontally with 24 cm of side-to-side mesh coverage as well as implanting a 10-x 15-cm piece of parietex mesh in the cephalad portion of the abdomen. I had sutured the 2 pieces of gore-tex dual mesh together. She did well postoperatively for about 2 years. She had presented as an outpatient to the aston clinic about 1 week ago providing the history of traveling to florida about 5 weeks ago and falling from standing and hearing an audible pop and having acute onset of left lower quadrant abdominal pain. On the following day, she reported having new-onset of nausea and vomiting, which progressively had worsened. On physical examination as an outpatient, I could not tell if she had a recurrence, as she is an obese individual. I ordered a CT scan and gave her emergency room warnings.¿ ¿she received a CT scan examination, which revealed a relatively small defect measuring several centimeters in diameter according to CT scan in the left lower quadrant approximately 10 cm cephalad to the most inferior aspect of the mesh in the suprapubic region. This defect was surrounded by mesh and seemed consistent with a breakdown of the suture line joining the two 18-x 24-cm pieces of gore-tex dual mesh. Given these findings of an incarcerated small bowel incisional hernia accompanied by worsening nausea and vomiting, I opted to take her to the operating room on (B)(6) 2009.¿ ¿we made a 15-cm transverse incision centered on this area and very carefully went layer by layer through the subcutaneous tissue down to fascia on the corners of our incision and then with great care, proceeded towards the herniated contents. We meticulously got around the herniated contents, elevated the scar tissue, the fascia and the well-incorporated gore-tex dual mesh, which was virtually indistinguishable from the scar in the abdominal wall. We elevated this with kocher clamps and proceeded with sharp adhesiolysis of the herniated contents until we had successfully unroofed the small intestine as it was densely adherent circumferentially to this defect. We proceeded with intraabdominal adhesiolysis, again with metzenbaum scissors and sharp dissection. We met with success, freeing up approximately 4 to 5 cm of fascia circumferentially after extending the fascial defect for about 1 cm to make it about a 5-cm defect in its transverse measurement. This was difficult, as it was still a relatively small opening, but with a headlight, I was able to see within the abdominal cavity and very carefully lysed much of her adhesions surrounding the fascial ring defect. The one area that was met with difficulty was in the right lower portion of the defect, as the small bowel was especially adherent to this area and I was only able to clear off about 2 cm from the facial edge and after meeting with a partial deserosalization, but no enterotomy, which I repaired with 3-0 interrupted silk suture, I opted to cease my efforts to take down further adhesions in this area. We closely inspected the exposed small intestine and no other deserosalizations were identified and no injuries were identified. We then opted to place 0 nurolon interrupted parachuted horizontal mattress sutures circumferentially around the defect. We placed a total of 9 of these horizontal mattress parachuted sutures and held them with hemostats. We then placed a total of 8 simple interrupted #1 prolene with excellent purchase of relatively beefy fascial and mesh and scar edges to completely close the defect and we caught half of the prolene suture tails and the other half we fed through the center of a 10-x 14-cm piece of polyprolene [sic] mesh that was oriented transversely and we tied these down. We then parachuted the 9 horizontal mattress interrupted 0 nurolon sutures through the mesh with 2 to 4 cm of full-thickness buttressing in this fashion. We tied these down securely. We then placed a total of 14 partial-thickness tacking sutures coapting mesh at its parameter to superficial fascia using interrupted 0 nurolon. We had cleared sufficient fascia, creating full-thickness fat and subcutaneous tissue flaps to lay the mesh down in a very flat configuration. We then thoroughly irrigated the wound cavity and verified excellent hemostasis had been obtained.¿ ¿we had seen evidence that, in fact, the defect in the mesh was at the prior suture line junction of the 2 pieces of gore-tex dual mesh in that we found several sutures within the field of dissection that were consistent with these findings.¿ records indicate that neither gore® dualmesh® biomaterial was explanted during the (B)(6) 2009 procedure and that a non-gore device was implanted. Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected lot #, catalog #, expiration date, di #. Updated PMA/510k #. Corrected device manufacture date.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred. It was reported the patient alleges the following injuries: well incorporated mesh, adhesions, pain, mesh failure ((B)(6) 2009 surgery). Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:records prior to 3/4/07; including abdominoplasty and 17 other abdominal surgeries were not provided. [Missing records: records for 4 incisional hernia repairs, abdominoplasty with a very complex history of apparently an enterocutaneous fistula and apparently 17 different abdominal operations for complications associated with incisional hernias were not provided.]03/04/07: (B)(6) hospital. Daniel joseph scott, md. Operative report. Preoperative diagnosis: incarcerated recurrent incisional hernia with loss of domain. Morbid obesity. Postoperative diagnosis: incarcerated recurrent incisional hernia with loss of domain. Morbid obesity. Procedure: exploratory laparotomy with repair of multiply recurrent incarcerated incisional hernia with mesh, (modified wantz-stoppa repair). Assistant: adam w. Beck, md. Anesthesia: general endotracheal. Antibiotics: ancef. Complications: none. IV fluids: 3.5 l. Estimated blood loss: 200 cc. Urine output: 700 cc. Specimens: none. Findings: ¿a very large loss-of-domain hernia with at least a 10-cm gap (with) in her fascia at the midline from her midepigastric area down to the lower abdominal region. We fashioned a very large piece of mesh using 2 pieces of 18 x 24-cm gore-tex dualmesh (24 cm placed in a width direction) as well as a 15 x 10-cm piece of parietex at the most cephalad portion of this repair (15 cm, direction placed: side to side). Mesh was held in place with 28 sutures, placed transfascially or to muscular attachments. Statement of medical necessity: the patient is a 37-year-old caucasian woman status post at least 4 incision hernia repairs and then abdominoplasty with a very complex history of apparently an enterocutaneous fistula and apparently 17 different abdominal operations for complications associated with incisional hernias. She also has a history of a seizure disorder, but fortunately she had been cleared by her neurologist for surgery. I had admitted her 2 days ago from the clinic because her nausea and vomiting became quite a bit worse over the past few weeks to where she was vomiting 4 times a day, presumably related to this incarcerated recurrent incisional hernia. She is also morbidly obese. We observed her and got her started on tpn. Fortunately her nutrition was reasonably adequate as she had a prealbumin of 15 and an albumin of 3.5. Therefore, we opted, under these circumstances, with a fear of bowel obstruction to take her to the operating room somewhat in an urgent fashion for this repair. Informed written consent was obtained. Description of operation in detail: the patient was brought to the operating room, placed in the supine position, and once an adequate level of general endotracheal anesthesia was obtained, the patient¿s abdomen was prepped and draped in the usual sterile fashion. Anesthesia obtained IV access by accessing the left subclavian vein. With the abdomen prepped and draped, we also had a foley catheter in place, and bilateral scds were activated preinduction. She received ancef before the incision was made. I then made a very long midline incision with the plan of getting into her abdomen in the midepigastric area, as she had approximately 10 cm of what was judged to be normal fascia above the hernia at this location. With careful retraction using kochers and careful enter through the tissue in a layer-by-layer fashion, I was able to enter the peritoneal cavity in this midepigastric area and to lyse adhesions in a very careful sharp fracture. The falciform ligament was adherent to this midepigastric area, and this was divided between clamps. Some omental attachments were divided using electrocautery. With careful finger palpation, we could get into the neck of the hernia itself from the cephalad direction, from the intraperitoneal location, and divide the fascia that was incarcerating the hernia contents. Hernia contents were seen to be colon and small bowel. We also took note that she had probably had a ladd¿s procedure, because her cecum was in fact free floating and in the midabdomen, and her right colon was not fixated to the right retroperitoneum. She has a history of some sort of malrotation. We continued our lysis of adhesions which was relatively difficult, but with sequential tension, counter tension, and sharp dissection techniques, we were able to free up the entire area of adhesion, well into her lower abdomen where the bulk of the hernia had been in the midabdominal area. We had evidence that she had some sort of mesh, as we entered essentially an old seroma cavity with a very glistening-type lining that ran from approximately her midabdomen down to her lower abdomen. In fact when we first entered this cavity, I was worried that it could have been urinary bladder, but we palpated the foley balloon to confirm that we were in fact well anterior and well cephalad to that area of the urinary bladder. We subsequently excised this entire area of mesh and seroma in her lower abdominal area. She had very good musculature that had retracted back laterally to some extent. We continued our lysis of adhesions into the pelvis to free up her urinary bladder from the anterior abdominal wall which was done relatively easily. We cleared all fascia for well over 10 to 15 cm in all directions, and this fortunately was not overly difficult. We then inspected her bowel as much as we could and again confirmed that it in fact looked like she had had a ladd¿s procedure, as her colon was laying in the left half of the abdomen, and her small bowel was lying in the right half of the abdomen. We did free up several bands that looked concerning for high risk for future development of a small-bowel obstruction. However, she did not have any transition point nor did she have dilated bowel indicative of acute small-bowel obstruction at this point. Therefore, we left numerous chronically adherent areas intact for fear of causing injury or preventing us from doing a permanent mesh repair on our incisional hernia. We then looked at our defect which was essentially from the xiphoid process all the way down to about 10-cm cephalad to her pubic bone. This most caudal extent of the incision allowed us to leave the fascia intact, although some of this fascia was in fact attenuated. We opted for gore-tex dualmesh in an 18 x 24-cm configuration, using the 24-cm width of this mesh to go in a side-to-side direction, and anchoring 0 ethibond sutures to the mesh at approximately 4-cm intervals. We then used a fascia-closure device through separate stab incisions and anchored 3 sutures on the pubic bone itself into the periosteum and then circumferentially back at least 8 to 10 if not 15 cm back from the fascial edge to create a very nice wantz-stoppa-type of intraperitoneal repair using the gore-tex mesh. We then sutured a second piece of gore-tex mesh to the first piece, again with the 24-cm width going in a side-to-side fashion. This was not quite halfway up our defect. We again proceeded with 0 ethibond transfascial suture fixation through separate stab incisions, almost as far laterally as we could get, so that the mesh lay out in quite a nice, smooth configuration. We then approximated the costal margins with our mesh and decided to place sutures from the intraperitoneal location above the costal margin, tacking the mesh to the peritoneum and in fact to the diaphragmatic surface, as we were up this high in the patient¿s abdomen. The most top part of our gore-tex mesh still left a few centimeters of incision up by the xiphoid process in an unreinforced fashion. We then opted to place a piece of 10 x 15 cm parietex with an antiadhesive collagen barrier on the inner surface. We had taken down the falciform ligament high upon the diaphragm to afford mesh overlap in a cephalad fashion. We sutured the parietex mesh to the top edge of the gor-tex [sic] mesh with the 15-cm width going in a side-to-side fashion. These mesh pieces were sutured with 0 ethibond in a running fashion with 2 sutures per junction. We then anchored 3 sutures to the diaphragm to anchor the parietex mesh in an appropriate cephalad location. Again, when all the sutures were tied, we had a very nice, smooth, taut layout of the mesh. We then went around the circumference and saw about 3 locations on both sides that required additional suture fixation to prevent bowel herniation between fixation sutures of the mesh. These were done without difficulty. We also placed a couple of extra anchoring sutures about 5 cm back from the fascial edge in the left and right subcostal areas to anchor the mesh to the full thickness of abdominal wall musculature. We thus had an excellent repair afforded and decided we would reapproximate the midline fascia with #1 pds suture, starting 1 suture in the lower abdomen and starting 1 in the upper abdomen. We were able to close all but about 10 cm of her midline fascia before the tension become relatively significant, and we did not want to create high intraabdominal pressures. Therefore, we left approximately a 10 x 10-cm area in her central abdomen with the mesh exposed and without the overlying fascia reapproximated. We excised the wedge of skin and subcutaneous fat on the right side of the flap which contained a large amount of the hernia sac. We then irrigated the wound and verified excellent hemostasis. The wound was then closed in 3 layers with 2 layers of vicryl running subcutaneous close and then skin staples to complete the closure. Bandages were applied, and the patient is planned for extubation in the recovery room and close followup as an inpatient.¿ 03/04/07 [date assigned]: ut southwestern medical center. Implant record. Mesh dual goretex 18x24 ¿ log15381. Inventory name: mesh parietex composit [sic] 14.5x11. Implant name: mesh dual goretex 18x24 ¿ log15381. Manufacturer: wl gore & associates, inc. Lot no: 04503309. Model/cat no: 1dlmc06. Area: abdomen. Action: implanted. Number used: 1. Mesh dual goretex 18x24 ¿ log15381. Inventory name: mesh parietex composit [sic] 14.5x11. Implant name: mesh dual goretex 18x24 ¿ log15381. Manufacturer: wl gore & associates inc. Lot no: 04721348. Model/cat no: 1dlmc06. Area: abdomen. Action: implanted. Number used: 1. Mesh parietex 14.5 x 11 ¿ log15381. Inventory name: mesh parietex skirted 6¿ * 4¿. Implant name: mesh parietex 14.5 x 11 ¿ log15381. Manufacturer: ussc. Lot no: pgj00066. Model/cat no: pco15100s. Area: abdomen. Action: implanted. Number used: 1. The records confirm two gore® dualmesh® biomaterial (1dlmc06/04503309 and 1dlmc06/04721348) were implanted during the procedure.records between 3/4/07 and 8/12/09 were not provided. 08/12/09: ut southwestern medical center. Daniel joseph scott, md. Operative report. Preoperative diagnosis: multiply recurrent incarcerated incisional hernia. Postoperative diagnosis: multiply recurrent incarcerated incisional hernia. Procedure: multiply recurrent incisional hernia repair with mesh via an open approach. Assistant: dawn hui, md. Anesthesia: general endotracheal. Antibiotics: levaquin. Complications: none. Estimated blood loss: 75 ml. Intravenous fluids: 3 l. Specimen: none. Drains: none. Findings: ¿the patient had a 4-cm defect in her left lower quadrant, which was extended to 5 cm in an effort to perform very tedious and careful adhesiolysis of densely adherent small bowel (small bowel was adherent to the mesh, scar tissue, fascia and neoperitoneal surface). No enterotomies were made and only 1 small deserosalization was made and repaired with simple interrupted 3-0 silk. We performed a primary closure of the fascia defect with interrupted #1 prolene and performed an onlay polypropylene mesh buttress repair with a 10- x 14-cm piece of mesh oriented transversely and held in place with 0 nurolon interrupted sutures. Statement of medical necessity: the patient is a 39-year-old caucasian female who had undergone some 17 prior abdominal operations for a hernia with apparent complications including intracutaneous fistula. On 03/04/2007, I performed a 6-hour very complex multiply recurrent incisional hernia repair and implanted 2 pieces of 18- x 24-cm gore-tex dual mesh oriented horizontally with 24 cm of side-to-side mesh coverage as well as implanting a 10- x 15-cm piece of parietex mesh in the cephalad portion of the abdomen. I had sutured the 2 pieces of gore-tex dual mesh together. She did well postoperatively for about 2 years. She had presented as an outpatient to the aston clinic about 1 week ago providing the history of traveling to florida about 5 weeks ago and falling from standing and hearing an audible pop and having acute onset of left lower quadrant abdominal pain. On the following day, she reported having new-onset of nausea and vomiting, which progressively had worsened. On physical examination as an outpatient, I could not tell if she had a recurrence, as she is an obese individual. I ordered a CT scan and gave her emergency room warnings. She had also had a history of a right anterior cruciate ligament injury and I referred her to orthopedics. She has a complex bedtime [sic] of seizure disorders and chronic pain, maintaining herself on methadone 15 mg t.i.d. Given her complex history and her ability to tolerate liquids and even some solids at that point and time, I opted for an outpatient workup. She failed that with worsening nausea and vomiting and presented to the st. Paul emergency room and was admitted late on the evening of 08/11/2009. She received a CT scan examination, which revealed a relatively small defect measuring several centimeters in diameter according to CT scan in the left lower quadrant approximately 10 cm cephalad to the most inferior aspect of the mesh in the suprapubic region. This defect was surrounded by mesh and seemed consistent with a breakdown of the suture line joining the two 18- x 24-cm pieces of gore-tex dual mesh. Given these findings of an incarcerated small bowel incisional hernia accompanied by worsening nausea and vomiting, I opted to take her to the operating room on 08/12/2009. She was somewhat volume depleted with difficult IV access but nonetheless, anesthesia was able to preoperatively obtain a peripheral IV and bolused her fluid. From a nutritional standpoint, she seemed relatively adequate, as her albumin was 4. Informed written consent was obtained. Description of operation: the patient was brought to the operating room, placed in the supine position and once adequate level of general endotracheal anesthesia was obtained, the patient¿s abdomen was prepped and draped in the usual sterile fashion. I had previously marked while the patient was awake, the exact pinpoint area of maximal pain that was corresponded to a ballottable, squishy portion of her abdominal wall consistent with herniated small intestine. We made a 15-cm transverse incision centered on this area and very carefully went layer by layer through the subcutaneous tissue down to fascia on the corners of our incision and then with great care, proceeded towards the herniated contents. We meticulously got around the herniated contents, elevated the scar tissue, the fascia and the well-incorporated gore-tex dual mesh, which was virtually indistinguishable from the scar in the abdominal wall. We elevated this with kocher clamps and proceeded with sharp adhesiolysis of the herniated contents until we had successfully unroofed the small intestine as it was densely adherent circumferentially to this defect. We proceeded with intraabdominal adhesiolysis, again with metzenbaum scissors and sharp dissection. We met with success, freeing up approximately 4 to 5 cm of fascia circumferentially after extending the fascial defect for about 1 cm to make it about a 5-cm defect in its transverse measurement. This was difficult, as it was still a relatively small opening, but with a headlight, I was able to see within the abdominal cavity and very carefully lysed much of her adhesions surrounding the fascial ring defect. The one area that was met with difficulty was in the right lower portion of the defect, as the small bowel was especially adherent to this area and I was only able to clear off about 2 cm from the facial edge and after meeting with a partial deserosalization, but no enterotomy, which I repaired with 3-0 interrupted silk suture, I opted to cease my efforts to take down further adhesions in this area. We closely inspected the exposed small intestine and no other deserosalizations were identified and no injuries were identified. We then opted to place 0 nurolon interrupted parachuted horizontal mattress sutures circumferentially around the defect. We placed a total of 9 of these horizontal mattress parachuted sutures and held them with hemostats. We then placed a total of 8 simple interrupted #1 prolene with excellent purchase of relatively beefy fascial and mesh and scar edges to completely close the defect and we caught half of the prolene suture tails and the other half we fed through the center of a 10- x 14-cm piece of polyprolene mesh that was oriented transversely and we tied these down. We then parachuted the 9 horizontal mattress interrupted 0 nurolon sutures through the mesh with 2 to 4 cm of full-thickness buttressing in this fashion. We tied these down securely. We then placed a total of 14 partial-thickness tacking sutures coapting mesh at its parameter to superficial fascia using interrupted 0 nurolon. We had cleared sufficient fascia, creating full-thickness fat and subcutaneous tissue flaps to lay the mesh down in a very flat configuration. We then thoroughly irrigated the wound cavity and verified excellent hemostasis had been obtained. Of note, this patient¿s subcutaneous fatty tissues as well as facial tissues tended to bleed very easily at numerous pinpoint areas which required meticulous hemostasis with electrocautery as well as suture ligation with 3-0 silk of several bleeding points. Again, we verified excellent hemostasis and then applied 10 ml of everseal fibrin sealant over the entire surface of mesh and let the fatty tissues fall into place in an effort to prevent seroma formation. We opted not to leave a drain, as this would have been in direct contact with the mesh, given the fact that we did an onlay type of approach given her anatomic constraints. We had seen evidence that, in fact, the defect in the mesh was at the prior suture line junction of the 2 pieces of gore-tex dual mesh in that we found several sutures within the field of dissection that were consistent with these findings. At this point, we closed the subcutaneous fat with a 2-0 running vicryl suture anchored in each corner and tied in the middle. Also incorporating bites of mesh along the way to tack down the subcutaneous tissues further to the underlying mesh repair on the fascia. We then closed a second layer of fat with the 3-0 running vicryl anchored in each corner and tied in the middle. We then closed the skin with staples. The patient was awakened from anesthesia and will be followed as an inpatient.¿ 08/12/09: ut southwestern medical center. Implant record. Mesh prolene surgical 6x6 in ¿ log93052. Manufacturer: j&jhs. [Missing records: records for the CT scan showing small defect, left lower quadrant, cephalad to the most inferior aspect of the mesh in the suprapubic region were not provided.]a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time.it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2003: (B)(6). Office notes. History of diabetes mellitus type ii, asthma. Weight 320 pounds. Abdomen: abdominal hernia. (B)(6) 2010: (B)(6). Office notes. Abdomen: abdominal hernia. (B)(6) 2010: (B)(6). Consultation. History of malrotation of gut repaired surgically, recurrent incisional hernias with some superimposed staph infections/multiple repairs. (B)(6) 2011: (B)(6). Discharge summary. History of fibromyalgia. (B)(6) 2011: (B)(6). Discharge summary. Long history of abdominal pain, chronic abdominal pain controlled with methadone and outpatient pain management. (B)(6) 2011: (B)(6). Office notes. History of gastroesophageal reflux disease. (B)(6) 2011: (B)(6). Radiology ¿ abdominal series. Indication: abdominal pain. Findings: evidence of prior ventral wall hernia repair with mesh. (B)(6) 2011: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: evidence of midgut malrotation. Inflammatory stranding in subcutaneous fat of ventral abdominal wall suspicious for cellulitis and/or scar tissue. (B)(6) 2012: (B)(6). History and physical. Gastrointestinal: hard, painful mass in left lower quadrant (months). Abdomen: lower abdominal swellings with erythematous skin left and inferior to umbilicus. (B)(6) 2012: (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: pain. Findings: abdominal wall mesh intact, no recurrent hernia. (B)(6) 2013: (B)(6). Letter. Has had approximately 19 surgeries for her intestinal malrotation, cholecystectomy, hysterectomy for uterine cancer. (B)(6) 2013: (B)(6). Office notes. History of chronic mylogenous leukemia- I do not find any evidence of this. Did leukemia lymphoma panel, was negative. It makes me curious as to whether she really ever had this. Uterine cancer-status post chemotherapy. (B)(6) 2014: (B)(6). History and physical. History of multiple suicide attempts. (B)(6) 2016: (B)(6). Letter. Due to multiple medical conditions, mrs. Powers is completely medically disabled and unable to work. (B)(6) 2017: (B)(6). Discharge summary. History of leukemia in remission. (B)(6) 2017: (B)(6). Office notes. History of hysterectomy 2000. Weight 298 pounds. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.